Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) two clips (1033848530 and 40508u123) were implanted, reducing mr from 3 to 1-2. On (B)(6) 2021 (date not provided), the patient returned to the hospital with dyspnea. Echocardiogram showed one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/ slda). It is unknown which clip had the slda. Mr increased to 3-4. It is the physician¿s opinion the slda was due to the anatomy. On (B)(6) 2022, a second mitraclip procedure was performed. One clip was implanted lateral to the slda clip, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is an estimated date: (B)(6) 2021.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from these lots. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mitral regurgitation (mr) appears to be related to the slda and dyspnea was a cascading effect of the mr. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. Mr and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.